Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. The baseline weight is (B)(6) kgs. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿multicenter study of the validity of additional freeze cycles for cryoballoon ablation in patients with paroxysmal atrial fibrillation.¿ circulation. Arrhythmia and electrophysiology. 2019; 12(1):e006989. 10.1161/circep.118.006989. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation system: there were two (2) patients with pericardial tamponade/effusions: one (1) in which required drainage and one patient in which it did not. There were two (2) patients who had transient st elevation ¿presumably because of an air embolism occurred,¿ both of which resolved within ¿seconds.¿ there were eight (8) patients with transient phrenic nerve palsy (pnp), all of which resolved by ten months post-procedure. One (1) patient had ¿severe¿ pulmonary vein stenosis; with unknown treatment/resolution. Three (3) patients had hematomas or pseudoaneurysms at the puncture site; with unknown treatment/resolution. There were two (2) patients who had an arteriovenous fistula; with no treatment/resolution indicated. There was one patient who had gastric hypo-motility. The status/location of the ablation system is unknown. According to the article, "no cerebral infarctions, transient ischemic attacks, atrioesophageal fistulae, or procedure-related deaths occurred in any patient." Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.